Event description:
Patient's spouse reported that the patient experienced high blood glucose (bg) levels, reaching 25.8 mmol/l (464 mg/dl) along with elevated ketones, which resulted in hospital admission for 24 hours. Prior to hospitalization, the patient wore the pod on the skin for between 1 and 4 hours. The spouse stated that the first pod did not lower the bg levels so it was removed and replaced with a second pod which failed to improve the condition. Medical treatment during hospitalization included novorapid and levemir insulin administered via injection. The pod was not worn at the time of the medical intervention, as alternative therapy was provided by healthcare professionals. Examination of the first pod showed that the cannula was inserted however, the pink slide did not move forward; indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.